Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive hair loss, and excessive rashes. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2014, ultrasound was done and revealed that one coils had migrated into her uterus. On (B)(6) 2014, hysterectomy was done to remove essure. Follow-up received on 23-jun-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted and one of essure coils had migrated into her uterus, serious event due to medical importance and listed in essure's reference safety information. The reported event was considered serious due to its medical importance and listed according to essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, approximately 4 years after essure insertion an ultrasound revealed that one coils had migrated into her uterus and hysterectomy was performed to remove essure. Given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.